Event description:
The healthcare professional reported that the pt's device had partially extruded through the skin flap. The pt reported that the extrusion had occurred approx three months prior to his 8/20/1998 visit to the surgeon. There is no apparent infection of the site. Explantation surgery had not been scheduled as of the date of this report.